Manufacturer narrative:
The insulin pump was received with no button response and a button error alarm due to corroded keypad traces. Testing for battery out limit alarm was unable to be performed due to no button response. There was no moisture damage found on the electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Medtronic, inc. (Medtronic) is submitting this report to comply

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 48 mg/dl. Customer treated their low blood glucose with food. Troubleshooting for keypad anomaly was performed. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer experienced battery out limit alarm in addition to the keypad anomaly. Customer was advised they may have a loose battery cap and they were unable to clear the alarm as a result of button unresponsiveness. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.